Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The cause of the vessel perforation was due inexperience with the csi device system. The cause of the swelling abdomen was likely from a combination of heparin and kangralor. The patient expired due to pre-existing conditions, which were present prior to hospitalization. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) treatment was selected for treatment of the left anterior descending (lad) artery in an nstemi patient who had pre-existing slow/no flow prior to oa. The lad was 99% stenosed and occluded in the proximal and mid sections. Balloons were unable to be used to treat the lesion which made crossing the lesion with a guide wire difficult and oa could not be performed. A vessel perforation was observed distal to the viperwire guide wire. The patient was intubated and transferred to the intensive care unit. Tamponade was performed. The patient had extensive swelling in the abdomen. The patient expired.